Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg had flipped over inside the pocket causing charging issues. The patient underwent surgical intervention where the physician decided to replace the ipg with a non-rechargeable one which resolved the issue.